Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly. Six (6) attempts have been made by four (4) phone calls and two (2) emails to obtain; patient treatment settings, patient information, patient photos, and sun exposure which were provided by the facility. An examination of the subject device by a lumenis service engineer was done on 2/5/19. The engineer identified a large amount of debris on the et handpiece tip and calibration window. He then cleaned the debris from et sapphire tip with alcohol and replaced power meter window. After device calibration, the energy returned within normal operating spec. In addition, he performed preventative maintenance as required by the service manual. Energy output met acceptable parameters and the system was ready for use. The customer reported when using the et handpiece the screen was stuck on 23j/cm2 and error code 321 appeared. Error code 321 is related to a non-successful et calibration. The resolution for the error is to restart the system and if not resolved to call service. In this case, the calibration wasn't successful due to the debris on the handpiece. It is very important to clean the et sapphire before the calibration of the handpiece and also before treatment. According to user manual um-1080310, rev. E, when performing calibration: "ensure that the handpiece's sapphire tip is clean and dry, ensure that the energy meter's protective window is present and clean. Warning - the internal energy meter window must be clean to ensure accurate calibration. An unclean window will result in higher than indicated fluence, which may cause epidermal damage." The water leak which was initially reported by the facility wasn't seen by the engineer as no evidence of water leak was found. In addition, hs headroom: auto 1.58, 30ms 1.82, 100ms 1.32, 400ms 1.75. Et headroom: auto/30ms 1.65, 100ms 2.40, 400ms 1.83 all values were within specification. Lumenis clinical trainer and health professional concluded that "customer reports a burn on her arm from an et handpiece after she was trying to troubleshoot the laser. She states that the settings on the laser showed 23 jouls 30ms however she also saw a bar showing 60j in the window. Service reports that the et sapphire tip had large amounts of charred debris. After the debris was cleared the laser worked properly. This is considered user error due to not keeping the tip of the laser cleaned. I reached out to the customer today. She has not had any other problems since the ce was in and the tip was cleaned. Tip of the laser with debris causing a second-degree burn. Customer states she is healed with mild discoloration." The clinical trainer and health professional defined the injury with low severity. While the information received to date does not confirm that a serious injury occurred, the injury followed a medical intervention by 'silvadene' (antibiotics). Because of the lack of information regarding the injury leaving a permanent impairment, the company is reporting the event in an abundance of caution. Based on the information provided a root cause cannot be determined at this time. The most probable cause of the reported event is user error, a failure on the part of the device operator to follow instructions/warnings described in the device user manual. Should additional information become available, the complaint record will be updated accordingly and a follow up medwatch report will be submitted.

Event description:
A user facility reported that one (1) operator sustained burn to the arm while testing with lumenis lightsheer duet laser. The customer reported when using the et handpiece the screen was stuck on 23j/cm2 and error code 321 appeared. This error is related to non-successful et calibration. During testing the et handpiece the user burned her own hand. As a result, she decided on treating the patient with the hs handpiece on legs and arms. No issues were found with the hs handpiece. User treated her hand with 'silvadene'. The customer also reported that water was leaking on the floor. The patient was not under anesthesia and was not harmed. The operator had to end treatment since et handpiece was not functioning correctly, as she claimed.